Event description:
It was reported that the physician contacted the sales representative (sr) to state that during a changeout, it appeared that the lead has "coil extrusion" when looking at it in the fluoro view. All impedances and measurements are normal according to the sr. Further investigation by the quality engineers indicated that the lead appeared to be intact and the "conductors appear to remain within the diameter of the lead body." The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Concomitant product 5076 implantable pacing lead (B)(6) 2011 the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.